Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed an initial final test and an alarm volume test.

Event description:
It was reported that the ventilator was autocycling while connected to a patient during air transport. There was a reduction in the patient's end tidal co2 so flight crew had to adjust the minute volume to get the etco2 within normal ranges. The crew and supervisor could not repeat the autocycling back at the base when they had tested the ventilator.